Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(6), ubd: 01-nov-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was going from an external neurostimulator to an implantable neurostimulator (ins), and during the extension removal surgery, the doctor found difficulty in removing the screwdriver from the screw on the extension. The "block of life" came out of its place with some ease/the block of the setscrew of the extension came out of its placement, without the doctor having applied excessive force. The ins implantation procedure proceeded without any problems and there was no impact on the patient.

Manufacturer narrative:
H3. Device analysis for extension njb268307v revealed connector were pulled out/off at the distal end of the extension. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the extension. B20, c20, and d14 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.